Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, 'when the surgeon opened the blister pack, the locking ring had already come off from the centrax. Therefore, the surgeon implanted a other size centrax instead of it."